Event description:
Pt underwent a tvt procedure in 2002. Pt did well on the first day. On the second day they developed left sided abdominal pain. The pt saw the doctor and was then immediately transferred to medical center. Diagnosis was urinary sepsis, urinary extravasation (extending to the left axilla and subcosta area at mid-line as evidenced by edema), renal failure and septic shock. Pt started on zosyn and was taken to the o.r on the 2nd day. Cystoscopy showed bloody urine from right ureteral orifice. No ureteral injury noted. Mesh was viewed traveling through the bladder and exiting at 11 o'clock.